Event description:
The physician used a wilson-cook six shooter saed multi-band ligator during an esophageal banding procedure. Two bands were deployed successfully. At this time, the hand cound not be rotated, prohibiting band deployment. An injury to the patient was not reported.